Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as blisters that break open then will heal. There was no alleged device malfunction contributing to the irritation. It is unclear if the patient's doctor prescribed a lotion or cream for the irritation. The irritation improved with the use of neosporin. Reporting out of abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as blisters that break open then will heal. There was no alleged device malfunction contributing to the irritation. It is unclear if the patient's doctor prescribed a lotion or cream for the irritation. The irritation improved with the use of neosporin. Reporting out of abundance of caution. Supplemental report 10/05/2021: submitting report to correct section g4.